Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a separation of the drain line tubing at the ¿y¿ component was observed. Leak testing was performed and a leak from the separated components was observed. The reported condition was verified. The cause of the condition was due to inadequate solvent during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets were leaking from an unspecified location and the drain line was cracked. These issues were observed after peritoneal dialysis therapy was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.